Event description:
It was reported that the patient had an initial right hip arthroplasty at an unknown date. Subsequently, they underwent a revision surgery due to femoral implant loosening. Due diligence is in progress for this complaint; no further information has been received at the time of this report.

Manufacturer narrative:
(B)(4). D4 - this product is sold outside the us and therefore no gudid information exists. This device is considered similar to (B)(4). D10 - associated medical devices: g7 bispherical shell 54f; item# 110017333; lot# 6705273. G7 10 deg e1 liner 36mm f; item# 010000897; lot# 6786217. Delta cer fm hd 036/+4mm 12/14; item# 650-0838; lot# 2019030443. G2 - foreign: switzerland. G4 - the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k050441. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.